Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 21mm aortic valve implanted four years, six months, underwent valve-in-valve procedure due to mild patient prosthesis mismatch with aortic insufficiency and aortic stenosis. Patient stated he never fully felt recovered after initial implant. A 23mm valve was successfully implanted inside the failing 21mm valve. Patient was stable. Post-implant mean gradient was 3 mmhg.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.